Event description:
It was reported that the device delivered inappropriate high voltage therapy for a non-ventricular arrhythmia. Abbott technical support was contacted and recommended reprogramming. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.